Manufacturer narrative:
(B)(4). This report of a use error was confirmed and the cause was identified as the patient failing to follow proper therapy step procedures. During troubleshooting of an alarm situation check supply line, patient changed out the cassette only and reused the bags, during therapy. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through CAPA (B)(4).

Event description:
During assistance for a previous check supply line alarm, which occurred on the homechoice (hc) during use, the home patient (hp) stated that they tried to start over with a new cassette, but the hc still alarmed. The baxter technical service representative (tsr) suggested they start over with all new supplies. During a follow-up with the home patient (hp) regarding the reported problem, the hp stated they did talk to their nurse regarding the problem. The hp stated that they found what had caused the alarm. The hp also stated when they started over with new supplies, they just changed out the cassettes but reused the same bags, which led to the repeat of the alarm. The hp stated therapy has been continuing fine and they have not repeated the same mistake again. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.